Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer number 4 has failed and unable to open it causing the malfunction. A field service engineer replaced both drawer rails, latch sensor and reseated all the cables to resolve this issue. Preventive maintenance was performed on the device. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer rail broken. Customer stated drawer was reading as open that the drawer was unavailable during this malfunction when user able to issue and remove medications for a patient. There were no adverse events or injuries reported based on this event.